Event description:
It was reported that the atrial lead exhibited oversensing. The pulse generator had been programmed to vdd. The physician elected to reprogram the device to vvir. The patient had a history of atrial lead issues, and would be monitored.

Manufacturer narrative:
Na